Event description:
Customer felt symptoms of hypoglycemia and called paramedics. First reading from paramedic meter was 1.9 mmol/l. After eating and drinking something sweet, 2 more tests were done on two different paramedic meters, both showed 5.9 mmol/l. Immediately after, customer did two test on his mobile meter, first reading was 11.9 mmol/l and second was 13.1 mmol/l. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.